Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that following flap creation in the right eye, a buttonhole was noted and the procedure was aborted. According to the director, the surgeon attempted to lift the flap and dissect the buttonhole with a blade, but the blade cut through more of the corneal surface than expected. The surgeon decided to abort the treatment after this occurred. The patient was treated with a bandage contact lens, antibiotic eyedrops and artificial tears. At the most recent follow up, the antibiotic drops were discontinued due to possible allergy to ingredient(s). The patient's left eye was treated successfully. The surgeon plans to perform photo refractive keratectomy (prk) once the eye has healed completely. Per the director, in the opinion of the surgeon, the buttonhole was possibly caused by trapped moisture on the eye surface that was not visible after the eye was applanated with the patient interface. The surgeon does not blame the user or the patient interface for the event.